Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that they had a crack in the blood tubing at the spike end of the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leaking from the spike in the blood tubing, on material 10062818, lot 25015139. There are photos returned with the compliant, as this complaint was reported as three different complaints and three events all in one initial report. Those pictures both pertain to the investigation under complaint (B)(4), and not for this complaint. There are no pertinent photos, and no physical samples returned. The complaint could not be verified. The root cause of this failure could not be identified without a failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.